Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Medical records were received and reviewed. From a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/07/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient began to experience pain and stiffness. An x-ray examination on (B)(6) 2015, demonstrated proximal subsidence of the femoral component with migration present into extension and scalloping at the tip of the intramedullary stem. Medical records indicated at the revision in 2003 the patient had a cemented femoral stem placed. At this time an lcs stem is being added and reported. The cement manufacturer is unknown at this time. The complaint was updated on: 12/04/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.

Event description:
Clinical der received. Patient was revised to address femoral loosening, non-cemented.